Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer reloaded the cartridge to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer had not addressed the elevated bg at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.